Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 01/14/2015 to report that the receiver displayed a firmware error on (B)(6) 2014. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not boot up; therefore no log was available. The reported event of a firmware error was not confirmed. A root cause could not be determined.